Manufacturer narrative:
D10 concomitant products: l-2748k, l-2748k polysorb* 8-0 vio 30cm se1408da (lot#:a4a2044y), l-2748k, l-2748k polysorb* 8-0 vio 30cm se1408da (lot#:a4a2044y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to the procedure, the user opened the outer packaging of the three sutures and found that all three sutures had broken at a touch before starting to sew. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to an eye surgery, the user opened the outer packaging of the three sutures and found that all three sutures had broken at a touch before starting to sew. There was no patient injury.